Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Device evaluated by MFR: a mustang 12mm x 6cm, 14atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft or tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon had a pinhole. The 60% stenosed, target lesion was located in a non-tortuous and mildly calcified iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was positioned where it was advanced for dilatation. However, during inflation at 8 atmospheres, a contrast medium leak was observed at the proximal end of the balloon. The device was simply pulled out from the patient's body and the leak was confirmed. The procedure was completed with a new 12.0x60x135cm mustang balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that balloon had a pinhole. The 60% stenosed, target lesion was located in a non-tortuous and mildly calcicifed iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was positioned where it was advanced for dilatation. However, during inflation at 8 atmospheres, a contrast medium leak was observed at the proximal end of the balloon. The device was simply pulled out from the patient's body and the leak was confirmed. The procedure was completed with a new 12.0x60x135cm mustang balloon. No patient complications were reported and the patient's status was fine.